Event description:
It was reported that the bd safetyglide safety mechanism was difficult to activate. The following information was provided by the initial reporter: it was reported by customer that the product needle and safety mechanism is flimsy. Verbatim: rcc received a complaint via email. Email(s) attached. Product needle and safety mechanism is flimsy. Staff feels strongly these will increase chances of needle stick when trying to initiate safety. Lot#: 3292199 product: needle, sfty 192-n251s preventsg org 25gx1".

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo of a safetyglide needle was received by bd. A quality engineer was able to examine the photo from batch 3292199 regarding item 306616. The image shows a packaging blister top web, and two needle assemblies out of the packaging blister and with no plastic shield. One of the needle assemblies has the safety mechanism activated and the other one does not have it activated. No defects or imperfections were observed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no physical sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3292199 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.